Event description:
The customer reported that when the generator was powered up, flames and smoke came out of the unit. The unit was powered off and taken out of the surgical field. The customer reported that the procedure was converted from a laparoscopic procedure to an open procedure due to the time delay.

Manufacturer narrative:
(B)(4). The incident generator has been received at the belgian covidien service ctr and is under eval. When the device eval is complete a f/u report will be submitted.